Manufacturer narrative:
(B)(4). Date sent: 5/27/2026. D4: batch # a9891g. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual inspection of the returned el5ml device revealed no observable external damage. To replicate the reported issue, functional testing was initiated. During firing, the tip of the advancer was observed to be broken, resulting in incomplete advancement of the clip into the jaws. To further evaluate the internal components, the device was disassembled. Upon disassembly, eleven (11) clips were found remaining within the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch a9891g number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.